Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-sep-2023. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a white particle was observed within the fluid path. Given the device was contaminated with hazardous medication, decontamination is required, however, could not be performed as that would destroy the particle. Without decontamination, characterization testing could not be performed in order to properly identify the composition, therefore, the origin of the particle cannot be determined at this time. A device history review was performed for the reported lot 2211080, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Given we were unable to identify the composition or origin of the particle, a definitive root cause cannot be established at this time.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had plastic particle in the syringe. The following was received by the initial reporter: plastic particle in syringe visible when withdrawing medication (methotrexate) when preparing syringe for intrathecal injection. Risk of injecting a particle into the subarachnoid space. Unused syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had plastic particle in the syringe. The following was received by the initial reporter: plastic particle in syringe visible when withdrawing medication (methotrexate) when preparing syringe for intrathecal injection. Risk of injecting a particle into the subarachnoid space. Unused syringe.